Manufacturer narrative:
(B)(4).

Event description:
It was reported that a small hole was found on "the part that fixed the catheter" after placement. Therefore, the catheter was removed and replaced with a new kit. No patient harm reported.

Event description:
It was reported that a small hole was found on "the part that fixed the catheter" after placement. Therefore, the catheter was removed and replaced with a new kit. No patient harm reported.

Manufacturer narrative:
(B)(4). The customer returned one 2-l catheter and the product sticker for analysis. Signs of use were observed on the returned components. Visual inspection of the catheter revealed no obvious defects or anomalies. No holes were observed on the catheter body. Microscopic examination was performed on the catheter to inspect the body more closely. No defects were observed during microscopic examination. The catheter length measured 225mm, which is within the specifications of 207-227mm per product drawing. The catheter outer diameter measured 2.40mm, which is within the specifications of 2.36mm-2.46mm per product drawing. Functional inspection was performed on the returned catheter to recreate the product's intended use. The IFU provided with this kit states: "flush each lumen with sterile saline solution to establish patency and prime lumen(s)." All extension lines flushed as expected. The extension lines were tested for liquid leakage per amrq-000071 rev. 12 (bs en iso 10555-1 annex c) which states that no liquid leakage should form in one or more falling drops of water when tested at 300kpa for 30 seconds. Each extension line was separately attached to the leak tester, the distal tip of the catheter was occluded, and the leak tester was turned to 300 kpa for 30 seconds. No leaks were found anywhere on the catheter body or extension lines. A manual tug test confirmed the extension lines were fully secured within their respective hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a hole in catheter could not be confirmed by complaint investigation of the returned sample. The returned catheter showed no visual defects or anomalies, and no leaks were observed during functional testing performed according to bs en iso 10555-1 annex c. The catheter passed all relevant dimensional inspection. Based on the customer report and the sample returned, no problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.